Manufacturer narrative:
The investigation confirmed that higher than expected vitros tsh quality control and patient sample results were obtained.an ocd field engineer performed as needed service to the well wash, signal reagent, sample metering and reagent metering subsystems. Performance testing following service verified that the equipment was operating as expected. A definitive root cause for the event could not be determined. However, the most likely cause of this event is an analyzer related issue.

Event description:
The customer obtained higher than expected vitros tsh quality control results while using a vitros 5600 integrated system (tsh level 1 control = 3.0 miu/l vs. Expected result 0.57 miu/l; liqas level 1 = 3.79 miu/l vs. Expected result 0.82 miu/l; liqas level 2 = 7.90 miu/l vs. Expected result 0.5.51 miu/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. The customer also obtained higher than expected vitros tsh results for multiple patient samples while using a vitros 5600 integrated system (5.0, 37.2, 34.0, 5.0, 7.5, 5.3, 26.0, 35.2, 35.6, 14.7, 14.4, 4.97, 24.8, 38.4, 28.6, 6.1, 27.6, 31.3, 5.6, 30.4, 12.7, 20.8, 5.7, 29.4, 9.32, 11.3, 8.1, 37.6, 26.8, 10.0, 50.9, 30.0, 4.81, 26.1, 31.0, 33.3 miu/l) when compared to the expected results from an alternate vitros 5600 analyzer (2.02, 0.484, 2.67, 1.90, 1.33, 1.17, 0.484, 1.24, 1.52, 1.86, 1.71, 0.827, 1.13, 0.380, 0.165, 0.173, 0.794, 1.08, 0.313, 1.13, 0.361, 1.13, 0.853, 1.17, 0.237, 0.266, 2.25, 0.045, 0.230, 0.291, 20.02, 0.798, 1.45, 0.629, 0.983, 0.820 miu/l). Biased results of the direction and magnitude observed may lead to inappropriate physician. The higher than expected results were not reported out of the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).